Event description:
This 34 year old female had silicone gel breast implants implanted in 1988. The name of the manufactuer is not know to this reporting facility. The patient reports "silicone fear" and wishes the implants replaced with saline implants. Gross exam: the right implant is intact. The left implant is ruptured and weight is not feasible.